Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result (health effect - clinical code,health effect - impact code). Additional information: h4:device manufacture date.

Event description:
Pentax medical was made aware of an event which occurred in the united states involving pentax video processor epk-i7010-us sn: (B)(4). The customer stated that there is no video connection-error message. There was no adverse event reported with this complaint. Pentax customer service issued return material authorization (B)(4) for the return of the device for further evaluation. The device was returned to pentax medical service facility for further evaluation on service order (B)(4) where the incoming quality control inspector confirmed the user narrative. The inspector also found additional defects. Additional findings: lamp power supply unit lamp not igniting, limit switch actuator plate(2) bent, ball plunger damaged, electrical connector with wiring intermittent connection, scope connector handle loose, air socket tube leaking, customer complaint confirmed. The device was repaired, and final quality control checked and returned to the user on delivery note (B)(4). Parts replaced: scope connector assy, cable to limit sw, air outlet assy, ball plunger, lamp power supply-u w/bush type-d. A review of the service history indicates that the device was not routinely serviced at pentax service facility since installation on 31aug2017.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model available for sale in the united states epk-i7010-us with a 510k #k182004 (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.